Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor an 83-year-old male patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, power off current testing, and stress testing without duplicating the report. An inspection of device found no discrepancies or unusual activity in the device history log. The device was recertified and returned to the customer. The battery used at the time of the report was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.